Manufacturer narrative:
Investigation summary: the cause of the low or blocked pump flow was not determined due to insufficient clinical information, no abnormalities found on returned product, and was not able to be reproduced in the lab.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that the cp¿s flows quickly dove and had complete suction at any p-level at or above p2. The pump was taken back across the valve and readvanced with no changes. This patient had st elevated myocardial infarction and multiple arrests prior to insertion. The patient eventually expired while on support.